Manufacturer narrative:
(B)(4). Insulin pump received self test failed alarm during self test due to faulty connector.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error. Customer's blood glucose level was 212 mg/dl. Customer reported that they were able to clear the alarm. Customer stated that they are not able to rewind the insulin pump. Customer was advised to revert a back-up plan. The insulin pump will be returned for analysis.